Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, recurrence , adhesions, and mesh failure. Treatment provided for these conditions include revision and removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced chronic pain, obstruction, fluid collection in abdomen, recurrence,serous fluid draining, discomfort, erythematous painful lump, blood, adhesions, abscess, infected seroma, abdominal pain, granuloma, purulent drainage, and mesh failure. Post-operative patient treatment included revision, hernia repair, bilateral external oblique fascial releases, adhesiolysis, complex tissue rearrangement, drain placement, and removal surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced mental pain, suffering, disability, impairment, loss of enjoyment of life, defective device, device failure, chronic pain, obstruction, fluid collection in abdomen, recurrence, serous fluid draining, discomfort, erythematous, painful lump, blood, adhesions, abscess, infected seroma, abdominal pain, granuloma, purulent drainage, and mesh failure. Post-operative patient treatment included revision surgery, hernia repair, bilateral external oblique fascial releases, adhesiolysis, complex tissue rearrangement, drain placement, and removal surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, recurrence, adhesions, and mesh failure. Treatment provided for these conditions include revision and removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced mental pain, suffering, disability, impairment, loss of enjoyment of life, defective device, device failure, chronic pain, obstruction, fluid collection in abdomen, recurrence, serous fluid draining, discomfort, erythematous, painful lump, blood, adhesions, abscess, infected seroma, abdominal pain, granuloma, purulent drainage, mesh failure, wbc 11.7, bun 25, inflammation, soreness, stiffness, difficulty maintaining focus, painful bloating, nausea, gas, distended stomach, weakness, pain after ejaculation. Post-operative patient treatment included revision surgery, hernia repair, bilateral external oblique fascial releases, adhesiolysis, complex tissue rearrangement, drain placement, removal surgery, CT scan, medication.

Manufacturer narrative:
Additional information: a1, a4, b5, b7, d8, g1, h6 (ime, imf, ime e2402: wbc 11.7, bun 25) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.